Manufacturer narrative:
No sample is available for investigation. Investigation is incomplete at time of this report. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: this is one of two complaints where the snare broke in the patient. Missing piece was retrieved. Patient had to be "put under again". Patient condition is reported as ok.